Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead impedances measured greater than 2000 ohms. The right atrial (ra) and rv lead were found to have been crushed, as the patient is a body builder. The left ventricular (lv) lead was out of range, due to the lv lead pacing configuration being set to the lv ring to the rv lead. There was no real issue with the lv lead. The ra and rv leads were removed and replaced. The patient experienced no additional adverse patient effects. This product has not been returned. This report will be updated, should additional information be received.

Event description:
Additional information was reported, indicating that this product has been returned and a device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 14 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.